Event description:
Initial report dated 01 aug 2006: this spontaneous post marketing report was made by a physician via a company representative. A male patient was treated with poly-l-lactic acid (sculptra) in 2006, for hiv related lipoatrophy. Medical history included hiv infection, depression and two previous sculptra injections on unk dates. Concomitant medications included lorazepam, famotidine, efavirenz (sustiva), zidovudine/lamivudine (combivir), and fosamprenavir (lexiva). On the same day, immediately after receiving a sculptra injection to both cheeks, the patient complained of headache and blurred vision. The physician at the time felt that the patient may had been "nicked" (not otherwise specified). The headache resolved the same day. The blurred vision did not. The patient was examined by an ophthalmologist the following month, and was diagnosed with palsy to the lateral rectus muscle of the left orbit. The eye exam was normal except slight weakness of the eye muscle to the left side. The reporting physician assessed the events as possibly related to sculptra. Additional information was requested.

Manufacturer narrative:
Strain relief. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a strain relief. Inamed does not anticipate the device will be returned. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."